Event description:
The dentist reported that 2 months after the dental implant was installed in intra-oral region #30 it was verified its non osseointegration. A 40 ncm of primary stability was achieved and immediate load was not performed.